Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The device was operating out of specification. Evaluation found the device's motor to be seizing which is a know cause of system error 105. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. Any patient involvement, injury or medical intervention is unknown.